Event description:
During a meniscus repair procedure utilizing a fast-fix 360 curved ndl delivery sys, it was reported that the tip of the first implant (t1) broke and may have been left in the patient. After the surgeon deployed t1, the second implant (t2) would not deploy when the deployment knob was depressed. Upon the removal of both implants, the customer observed that the tip of t1 was broken and missing. The device was checked and it was confirmed that the inserter shaft was bent. The procedure was completed with another fast-fix 360. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one fast-fix 360 reversed curve needle delivery system was returned for evaluation. Examination of the device shows both implants and suture are free from the inserter. Suture and the t construct shows t1 is missing its distal tip. Actuator is in its t2 pre-deployment position. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Although the failure mode cannot be confirmed, an investigation has been initiated to determine the root cause of the fast-fix 360 pre-deployment issues. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture. (B)(4).

Manufacturer narrative:
The device was marked as available for evaluation. Although anticipated, the device has not yet been received. (B)(4).